Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product's fracture extending below calcar.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device found no product problem that would contribute to the reported problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.